Manufacturer narrative:
Device component code relates device problem code for the reported event of tip detached prematurely. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a endoscopic retrograde cholangiopancreatography (ercp) with lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the tip of the trapezoid¿ rx basket detached prematurely while attempting to crush a stone. The detached basket tip migrated to segment 4 of the liver. The procedure was not completed due to this event. The tip of the basket remains inside the patient's liver. It was reported that the patient did not go to surgery, and although the basket tip remains in the patient's liver there have been no reported patient complications. The "patient was appointed by end of march for control".